Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal and scratched lcd lens. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue is unknown. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump exhibited a bubbled downstream occlusion seal. It is unknown if there was patient involvement, no adverse patient effects were reported.